Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to he experienced urinary incontinence. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.